Manufacturer narrative:
Evaluation: the system 90 extender tubing (belonging to insertion kit lot yc: mfg in jan. 1997), used with iab s/n j1488011, was returned for evaluation. Examination of the extender tubing revealed that the female luer was absent from the tubing end. There were no markings or indentations in the tubing interior to indicate that a female luer was once present. The tubing o.d. Did not appear out-of-round or abnormal in appearance. Probable cause of difficulty: laboratory examination did confirm the absence of a female luer on the system 90 extender tubing. Even though the tubing end did not showing any markings, it is not possible to determine when the male luer became missing from the tubing. It is worth noting that in jan. Of 1996, the mfg specifications on this item required that both the male and female luers on this tubing be pull tested to ensure they withstand a 10 pound pull force. By performing this additional test, it ensured the presence of the luers on the tubing. The appropriate persons at datascope have been made aware of this complaint. The line operators were informed about the missing male luer on the tubing and the inspection procedure was again reviewed.

Event description:
There was no female connector on the system 97 extender tubing. The iab was not used. A second iab was used. Event complications: unk -reported 4/1/97. Pt's current status: unk reported 4/1/97.